Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a damaged downstream occlusion seal. A review of the event history log revealed multiple check for empty tubing, cassette damaged, and cassette not attached properly alarms. Functional testing was performed. The downstream occlusion seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a cassette sensor error. Additionally, the device evaluation noted a damaged downstream occlusion seal. The event occurred during testing.